Event description:
It was reported the remote monitoring transmission indicated there was a lead warning for the right atrial (ra) lead having high impedance. It was noted that the patient had cardiac surgery the same day as the warning. The ra lead was going to be programmed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.